Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d234trk, implanted: (B)(6) 2010. Product ID unk-comp-lead. Product ID 5076-52, implanted: (B)(6) 2010. Product ID 407658, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary - product ID# 5071-53 a proximal portion was received measuring 13.5 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient had multiple ventricular fibrillation episodes with normal ventricular fibrillation detection, however, the delivered energy from the device after the shocks was 0.3 joules. After multiple shocks the patient was reported as deceased and died due to ventricular fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.